Manufacturer narrative:
The t:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 294 mg/dl due to an unknown cause. Bg level was addressed by correcting via the pump and performing a supply change. During troubleshooting, it was found that the customer's pump time was incorrect due to the customer forgetting to adjust the time for daylight savings and the customer traveling to a different time zone for a vacation. Tandem technical support guided the customer through adjusting the pump time.